Event description:
I had novasure done in (B)(6) 2008 in (B)(6). I was told I needed to ensure I had a reliable form of birth control because this procedure was extremely high risk if I were to ever become pregnant. I had a tubal ligation in (B)(6) 2000 and was told that was sufficient for birth control. The procedure stopped all bleeding and I thought it was a complete success until (B)(6) 2013. I began noticing minor cramping that I attributed to when I would be menstruating so I dismissed it. I also noticed feeling bloated in the afternoon and thought it was from the daily (B)(6) I drank so I took (B)(6) and didn't think about it much. In (B)(6) 2014 during my routine exam the doctor pushed on my left side and it was extremely painful. She said something didn't feel right. I questioned her about this again and she reiterated that while in the room. When she came back in she ignore my concerns and went on about my labs. (I have a tort suit pending against her at this time). About a week later I had the worst cramping I had ever had. It nearly had me in tears and lasted for a few hours. About 9 days later, the same thing happened again and this time it was worse pain and longer in duration and did not have me in tears. I went to another doctor after researching this cramping pain possibly caused by novasure and he agreed that was the reason for the pain along with the tubal ligation. He ordered an ultrasound and a CT to ensure it was not something else. He diagnosed it as post ablation tubal sterilization syndrome in (B)(6) 2014. I had no option to solve the problem and stop the pain other than to have a hysterectomy. I had a total laparoscopic hysterectomy on (B)(6), 2015. He left one ovary but took everything else that made me a woman. I am now 5 days post op and have begun to have hot flashes despite leaving one ovary. I have also began to have worsening depression despite being on medication for over 2 years. I am also in moderate to severe pain and have to be off work while recuperating. I am the sole wage earner in my family and this will cause serious financial difficulty all caused by novasure.